Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has not provided consent despite several requests to the recipient¿s medical institution to obtain and provide the consent. As a result, no conclusion can be drawn at this time. If the consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly elected revision surgery due to medical reasons. The recipient reportedly experienced decreased performance due to a recurrent schwannoma. The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section b.1, b.2, h.2. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient elected revision surgery despite the device testing within normal limits. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted. The explanted device was received by advanced bionics (B)(6) 2024. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained.

Manufacturer narrative:
The recipient reportedly experienced decreased performance. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.